Manufacturer narrative:
Failed actuator nut in lift motor.

Event description:
It was reported by service report that the scale will not stay zeroed on the bed and the bed drifts down when raised. No patient involvement or adverse consequences are reported.